Event description:
Info received indicates the bed has no hi/low function due to fluid ingress into the siderail caregiver board.

Manufacturer narrative:
The technician found the siderail gasket was worn from age. The technician replaced the siderail caregiver board and the siderail gasket to repair the bed.